Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that during patient use the ventilator alarmed low peak inspiratory pressure (pip), low exhaled volume (ve), high breath rate, and circuit disconnect. The ventilator stopped delivering flow and the patient's oxygen saturation by pulse oximetry (spo2) was low. The patient was switched to alternate ventilation and the patient recovered.